Event description:
It was reported that "product received at hospital pharmacy, upon checking the box some of the catheter guidewire was kinked and returned the product with same condition without opening the pack ". This was found prior to use. There was no patient involvement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn# (B)(4). The actual device was not returned; however, the customer provided two photos for analysis. The photos show an unopened sac kit. Visual inspection revealed that the guide wire is kinked inside the tubing. The lidstock shown in the customer images shows the words "do not bend" on the top and bottom. The complaint of a kinked guide wire was confirmed; however, a complete visual inspection to determine the cause of the damage could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use if package is damaged". Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "product received at hospital pharmacy, upon checking the box some of the catheter guidewire was kinked and returned the product with same condition without opening the pack ". This was found prior to use. There was no patient involvement.